Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive . Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was in 110-120 mg/dl range. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified. Additionally, the alleged battery issue was verified in the pump logs; however, no failure was identified.